Event description:
After an implantation period of approx. 70 months, oversensing on the ventricular channel with inappropriate therapies was reported. The lead was capped.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The provided trend data, acquired between 6-apr-2020 and 1-dec-2020 was analyzed. The pacing impedance trend curve showed varying values between 540ohms and 1050ohms with a sudden decrease to 400ohms in november 2020 and subsequent varying values between 530ohms and 800ohms. Furthermore the sensing trend curve showed varying values between 2mv and 20mv and decreasing tendency. The analysis of the provided iegm episodes revealed artifacts on the rv channel, which led to the reported oversensing with shock delivery. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.